Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl with moderate level of ketones. The customer delivered a correction bolus to address bg level. Reportedly, the customer has increased basal rate from 0.4 units/hour to 0.65 units/hour. Additionally, review of pump data logbook by tandem technical support showed that between (B)(6) 2016, the basal rate settings have been increased from 0.4 units/hour to 0.8 units/hour. Subsequently, the settings on the customer's replacement pump also showed that basal rate settings were 0.8 units/hour. The customer has been in communication with health care provider regarding diabetes management.